Manufacturer narrative:
Corrected the lot number.

Event description:
Information received from the solitaire fr pms clinical trial. Treatment of an acute stroke (the occluded vessel was right middle cerebral artery m1.) During the mechanical thrombectomy, it was reported the patient had a convulsive seizure, which was associated with the infarction. The seizure was controlled by diazepam administration. Prior to the treatment, the patient presented with a stroke with a thrombolysis in cerebral infarction (tici) score of 0. Nih stroke scale international (nihss) prior to the treatment: 16. (B)(6) stroke program early CT (aspects-CT) score 6, and aspects-dwi score 4. T-pa treatment was not indicated for the patient. The patient had high blood pressure and had left top and bottom lower limbs fracture before the procedure. The procedure completed with tici2b, arterial occlusive lesion (aol) revascularization score of 2.umo). The device was scrapped at site and not available for return.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review showed no discrepancies that may have contributed to the reported experience. (B)(4).